Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: gel bleed: not observed since no gel is out of the device and the weight is within specification. None of the other observations performed during the device analysis (deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: a5, a6, b5, d9, h3, h6.

Event description:
Healthcare professional reported "leaking of implants". This record is for the left side. Device was explanted. Device returned.

Event description:
Healthcare professional reported "leaking of implants". This record is for the left side. Device was explanted and it will return.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.